Event description:
It was reported the pump changed the rate to a different rate automatically as a result the patient appeared to have an infiltration. There was patient involvement and patient had swollen veins but the outcome is unknown.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.